Manufacturer narrative:
Patient age, dob, gender & weight not provided for reporting. (B)(4). Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation of an ulna, the tip of a drill bit broke off in a patient's bone. It was explained that the surgeon was pre-drilling a hole for a screw and when he pulled the drill bit out he noted that the tip of the drill bit had broken off and was embedded in the patient's bone. With some difficulty, the surgeon was able to remove the drill bit fragment using a clamp or similar surgical device. It is not certain if additional drilling was required to assist in the removal of the fragment. To the reporter¿s knowledge, there was no harm to the patient and additional x-rays were taken to confirm that the fragment had been removed. The surgery was delayed by an unknown amount of time (less than 15-20 minutes) but was successfully completed using another drill bit. Additional x-rays were required to get the drill out of the bone. The device was discarded and is not available for investigation. This complaint involves (1) device. This report is 1 of 1 for com-(B)(4).